Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is filed to report that the lock line became knotted. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) was advanced to the left atrium; however, the fluid column was lost. Air was seen in the device so aspiration was performed, and the sgc was removed and replaced. The clip delivery system (cds) was advanced to the mitral valve, and deployment steps were started. The lock line became knotted around the lever because the operator did not take the lock line off the lever correctly. The knot was cut, and the line was able to be removed. The clip was successfully deployed, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported knot in the lock line appears to be a result of user technique and there is no indication of product quality issue with respect to manufacture, design or labeling of the device.